Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutpro-26 (serial:(B)(6); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve the delivery catheter system (dcs) re-sheathed the valve one time due to valve dislodgement. The valve was successfully implanted. No adverse patient effects were reported. Additional information was received which indicated that prior to the valve implant procedure, the physician reported that terminal renal failure was present. Dialysis occurred 2 days prior to the valve implant procedure. Pre-operatively, new york heart association (nyha) functional classification 4 also was present. As result, prior to the valve implant procedure, intubation was required. Following the valve implant, artificial ventilation was required due to respiratory insufficiency as a result of cardiorespiratory decompensation and hypotension that occurred during general anesthesia of the patient due to the supine position and agitation. An unspecified short-term vasopressor intravenously as well as an isotonic saline were administered during the implant procedure. A nephrology consult was made the day of the valve implant procedure. The day following the valve implant, a chest x-ray indicated volume overload and ¿massive¿ congestion. Dialysis was also performed on this day. This overload was reported to have caused the respiratory event. This event was considered resolved 8 days later. The physician reported this occurrence was not related to the procedure nor to the medtronic products. As reported, the valve was working as expected.